Manufacturer narrative:
(B)(4). 3004753838-2025-147429 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR product was received on 7/20/2025 it was determined this complaint is not reportable per corpft-140202.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm on (B)(6) 2025. Photo was provided for analysis however photo analysis is unable to determine confirmation of the allegation. The complaint is undetermined based on photo. The probable cause could not be determined.